Manufacturer narrative:
Clinical / medical performed a review of the available information. An onxace-23 sn: (B)(6) was implanted on (B)(6) 2020 in the aortic position of a 51-year-old male patient. Per an initial report from the device tracking team on (B)(6) 2020, a post-it® note stating "patient died post-op" was attached to the implant registration card. An obituary was found online that indicated a date of death on (B)(6) 2020 (same day of implant). The cause of death was not noted in the obituary. Additional information was provided by the hospital's clinical director who noted "they changed the valve and implanted a graft. They also had abdominal and intestinal tissue with possible dead gut and lab values that were never normal." In addition. The director stated, "aortic aneurysm dissections often require the replacement of the valve and the ascending portion of the aorta." No additional response was received. The valve was not returned to cryolife; thus, we do not have any diagnosis or findings to indicate what, if any, contribution the valve had to the death of the patient. Although there is no evidence of valve involvement, the instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement (IFU]. Because the patient died same day as surgery, this could also be considered a surgical, or operative, mortality. According to an sts survey covering 2007 through on (B)(6) 2016, an avr case as of 2016 had about a 2.5 % rate of operative mortality (sts 2016). Should additional information become available, it will be reviewed and a need for investigation will be determined then. Risk management reviewed the available information. The on-x heart valve risk management file thoroughly identifies the process and product hazards for indication. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. The root cause for this event is unknown. There is no indication that an error or deficiency occurred at cryolife and all risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received, "'patient died post-op' written on post it note attached to irc. Obituary found with death date." A cryolife representative provided additional information from a clinical director at the hospital: "patient came in with emergent aortic dissection. They changed the valve and implanted a graft. They also had abdominal and intestinal issues, with possible dead gut and lab values that were never normal. Hope this helps. I included that post-it note so on-x wouldn¿t send a valve card to the patient since [the patient] had died. Aortic aneurysm dissections often require the replacement of the valve and the ascending portion of the aorta."